Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Reference MFR. Report # 1627487-2019-04020, reference MFR. Report # 3006705815-2019-01179. It was reported that the patient's entire system was explanted on (B)(6) 2019 due to ineffective stimulation.